Manufacturer narrative:
Review of the complaint history showed that this is the second complaint for this contract concerning this issue over a period of three years. The DHR (device history record) review did not show any abnormalities. The specific cannula that contributed to the detachment is unknown. There was no sample returned for evaluation. The root cause is inconclusive at this time. (B)(4).

Event description:
A government representative reported that when a luer lock syringe was used at the end of a cataract with iol (intraocular lens) implant procedure, the cannula became dislodged and was injected into the patient's eye. Capsular rupture with vitreous hemorrhage occurred. The patient's condition is suspected to be temporary. The syringe/cannula lock had been confirmed by the scrub nurse at the commencement of surgery. Additional information has been requested.